Event description:
A male underwent initial aaa repair in 2006. The physician placed one main body graft and two iliac leg grafts. Then due to a distal endoleak, the physician placed another iliac leg graft in 2008 and successfully resolved the endoleak. Patient is fine.

Manufacturer narrative:
Event evaluation: still under investigation.